Event description:
During a 2 month period, customer inadvertently used cidex opa test strips that expired a month before to test their cidex opa solution that was used for high-level disinfection of patient instruments.